Manufacturer narrative:
Device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Reportedly, the customer did not perform the cartridge air removal step. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose was 389 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.